Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 22feb2021.

Event description:
The customer reported the ventilator would not power on and the screen was black. There was no patient involvement. The remote service engineer determined the power management board should be replaced. The field service engineer replaced the power management board and the issue was resolved.